Event description:
Five units of duragen had damaged packages. The problem was discovered prior to use. Additional clinical information has been requested but no clinical information has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.